Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1062-1269 mg/dl with high ketones. Cause was not known. A correction bolus was delivered to address bg. Customer went to the emergency room for elevated bg. Ketone levels were identified as life threatening by health care provider. Reportedly, customer was released on (B)(6) 2023. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.